Event description:
During remote monitoring, episodes of noise were observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.